Manufacturer narrative:
There was a revision in which these parts were removed and replaced in a revision; therefore the complaint is considered confirmed. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician's reports being provided. For these reasons, the most likely underlying cause cannot be determined. The instructions for use (IFU) for this product has the following information in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Pain, discomfort, abnormal sensation, or palpability due to the presence of the device. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00570-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(4). Implant date: (B)(6) 2017. Concomitant medical products: biomet microfixation sternalock blu system plate, 8 hole straight, catalog #: 73-1952, lot #: ni; biomet microfixation sternalock blu system screws, 2.4mm self drilling screws , catalog #: ni, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00570.

Event description:
It was reported a revision was performed due to pain. The surgeon explained that he felt the patient had poor bone quality so the plates and screws didn't properly reduce the sternotomy to allow for bone healing after the initial surgery in (B)(6) 2017. The patient followed up with him and complained of pain so he decided to remove the implants on the body of sternum. No additional patient consequences were reported.